Event description:
During routine testing, customer reportedly noted output of the vaporizer was not as expected. There was no report of patient involvement.

Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. The unit was tested and the output was found to be low to manufacturing specifications. The rotary valve and mating valve plate were noted to be damaged. Further investigation revealed the root cause was due to wear driven breakdown of the mating surfaces of the rotary valve.